Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube and a cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 192 mg/dl. The customer was in a pool and when he got out and put the insulin pump on, it began to alarm. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.